Event description:
Cosmetic contact lenses of an unk brand were sold and dispensed without a prescription or instructions on insertion, removal, and care. These contact lenses were purchased at a mall at a store. Pt wore the contact lenses for one day and overnight. They had to go to the emergency room to have the contact lenses removed the next day. Reporter saw pt in their office the following day. Pt presented with large corneal abrasions on both eyes. The abrasions were approximately 8 mm in diameter. They also had iritis in both eyes secondary to the corneal problem. So far, reporter has seen pt for four visits and they are still under medical care. Pt's visual acuity was very difficult to obtain due to extreme photophobia. Pt could see objects in motion. The next day pt's visual acuity was 20/400 in each eye. Each day visual acuity has improved as corneas are healing. Best corrected acuity 3 days after event date was 20/40 right eye and 20/30 left eye. Reporter plans to check the week of 12/09/2002.